Manufacturer narrative:
The unit was installed at the customer's location in (B)(6) of 2012 and is not under steris contract agreement for maintenance. The user facility's biomed department is responsible for all maintenance activities. A steris service technician arrived onsite and spoke with user facility personnel regarding the reported event. The user facility stated that a few days prior to the event, the unit flooded due to a facility utility issue. Their biomed department repaired the unit; however, they did not replace the unit's drying element contactor. The technician inspected the unit and found that water was located inside of the drying element contactor causing the wiring to fuse together and the reported event to occur. The unit has been removed from service and user facility personnel have been provided with a quote for a replacement washer. No additional issues have been reported.

Event description:
The user facility reported that flames were observed inside the chamber of their reliance synergy washer. The user facility evacuated the room and immediately called the fire department. Upon the fire department's arrival, the flames were quickly extinguished. No injuries were associated with the reported event.